Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that the cath lab staff called in middle of night for pt and an attempt was made to insert intra-aortic balloon (iab) catheter. Iab was properly prepped and super arrow-flex (saf) sheath was inserted without issue. During the advancement of the iab, it was reported that the iab would not advance out of the sheath. The staff reported that it appeared that the proximal end of the iab membrane went thru sheath, but the distal end would not exit sheath. Both sheath and iab were removed from pt. Another iab was opened and a larger sheath was used from the cath lab stock.